Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that rehn1466 the introducer was not smooth, seemed to have a malformed piece in the grey portion and it would not push in. Opened one of the microez microintroducer kit and it slide in like butter. Additional information received 09/19/2023: there was no direct impact as we notice the product in the kit. We stop and add new products as necessary complete the cases. We don¿t have the product as we will discard the sharps and do no transport the object around the hospital. There as no impact to the customer and no injury reported. The procedure was completed as planned.